Manufacturer narrative:
The returned blade was measured where possible and all critical specifications were met. Investigation results indicate that the blade was mis-loaded into the handpiece at some point. It cannot be determined if the blade was used when it was mis-loaded, but this potentially contributed to the blade break.

Manufacturer narrative:
The blade subject to this investigation was not returned to the manufacturer for evaluation. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is multifactorial. If the product is received, an evaluation will be performed and a follow-up MDR will be submitted. Device not returned.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that an x-ray was taken to locate the broken pieces and that the case was delayed to locate the broken pieces. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that an x-ray was taken to locate the broken pieces and that the case was delayed to locate the broken pieces. It was further reported that the procedure was completed successfully.